Event description:
It was reported that several hours after insertion of the iab, blood was noted in the helium tubing. The iab was removed and replacement wasn't necessary due to the pt's improving condition. There were no complications.